Event description:
Consumer's daughter, called to report that, "mom's nova max link is not working properly." The consumer received a result of 371 mg/dl at 1:30 am on her blood glucose meter. The consumer administered 4.8 units of insulin based on that result and subsequently experienced a hypoglycemic event requiring medical intervention. At 4:30 am the consumer performed another blood glucose test getting a result of 63 mg/dl. The consumer's daughter was not able to provide the timeline from when she found her mother to be unresponsive and/or when she called for emts. When the emts arrived they tested the consumer on their unknown brand of meter getting a result of 25 mg/dl. The paramedics, "gave her two (2) shots of unknown medication based on her blood glucose level." The consumer could not eat anything due to nausea and was transported to the hospital. At the hospital she was treated with an IV because she was dehydrated. It was also reported that the consumer was diagnosed with an urinary tract infection while in the hospital. The consumer's daughter was not forthcoming with any other information regarding this event. The meter will be returned for evaluation.